Event description:
It was reported that an ilet insulin pump was dropped while attached to the user, resulting in a cracked display and a nonfunctional touchscreen, which required replacement and user education on start-up for the new device. Symptoms included prolonged hyperglycemia with a highest reported blood glucose in the mid-300s, approximately eight hours above 180 mg/dl, and dry mouth without ketone testing, medical intervention, or assistance. Outcomes included the user transitioning to backup therapy and no alerts above 300 mg/dl for over 90 minutes. Investigation included collection of event details, verification of device return logistics, and counseling on data sync and replacement procedures. Investigation of this device revealed physical damage to the display/touch interface consistent with accidental impact, which rendered the user interface inoperable and impaired normal operation. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.